Event description:
Pt with left hip prosthesis needed revision in 1995. Now needs right hip prosthesis revision due to loosening of acetabular component. Prosthesis was placed in 1985. Surgeon gave prosthesis to pt and was unable to determine MFR.